Manufacturer narrative:
This device was not returned to mmdg and therefore could not be evaluated. Mmdg has not been able to confirm this complaint. Based on the complaint information provided, the pump seems to be infusing at a rate that mmdg would consider reportable. This report will be updated if the pump is returned to mmdg for this complaint.

Event description:
The initial reporter stated that the pump "runs slow". They stated that they programmed the pump to deliver the following: rate of 400 ml/hr and that they add 400 ml of formula to the bag, and that it is taking 90-105 minutes to deliver. Mmdg followed up with the initial reporter who stated that the patient did not have any adverse effects due to the complaint. [(B)(4)].